Event description:
A company representative reported that a patient was revised to address two denali straight deformity rods that migrated approximately five months post-operatively. This report captures the first of two rods.

Manufacturer narrative:
Corrected data: g1. Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised to address one denali straight deformity rod and one denali contoured rod that migrated approximately five months post-operatively. This report captures the straight rod.